Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrovideoscope exhibited peeling on the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the use of the device, including cleaning, was likely to have caused the breakage due to excessive external forces such as rubbing heavily at the site. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: safety precautions handling and general precautions warning. ¿ do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Olympus will continue to monitor field performance for this device.